Manufacturer narrative:
Analysis of the pump found pump battery with high resistance.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a device manufacturer representative (rep). The device was returned.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine 20mg/ml at 0.123mg/day via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that patient could not get boluses on their personal therapy manager (ptm). A critical alarm was occurring. A low battery reset and safe state had occurred. It was noted that the pump reset occurred on (B)(6) 2016 at 5pm. Nobody heard the alarm and when the patient woke up the morning of (B)(6) 2016, the withdrawal started. The patient noticed on (B)(6) 2016, that they could not use their ptm. The patient stated the last time they were seen, their pump said it had 20 months left. The logs were read on (B)(6) 2016. The patient had withdrawal that started on (B)(6) 2016, including stomach issues, weight loss of 12 lbs., and return of pain symptoms. The patient stated the way their back was hurt in the past (pre-existing condition), they could bend forward but could not bend backwards at all. The patient could be in the straight position and avoids going back to prevent any side effects. The patient's symptoms had returned since the pump stopped working, along with the withdrawal, the patient's "stomach is tore up." The patient had been drinking water and (B)(6) and stated since has lost 12 lbs. On (B)(6) 2016, the patient was not "coherent" and went into the emergency room. On (B)(6) 2016, the pump failure was confirmed by their hcp and oral medications were doubled. The patient reported that for 11-12 days, they had been going through withdrawal and had gone into the emergency room. When the patient was in the emergency room on (B)(6) 2016, they asked to have their pump checked, but did not know why the pump was not checked. The physician in the emergency room put the stethoscope over the pump and stated it was working. The patient had all kinds of tests and was told that they possibly had food poisoning. On (B)(6) 2016, the patient woke and stayed up for a while and tried to use their ptm machine and it wouldn't give them a bolus. The patient waited until friday (B)(6) 2016 to try the ptm bolus again and got a four digit code, pump failure. The patient only had norco for oral medication but needed something else until their pump was replaced. The patient was now taking 3 tablets of norco everyday but had to double up on their dose starting (B)(6) 2016. The patient also started fentanyl patch 12.5mcg on (B)(6) 2016. The patient did not like the way they felt from the oral pills and patches and could not think well. The hcp told the patient to double up on the fentanyl patches at a time and to keep taking double norco. The patient was concerned that the pump could turn on and over infuse. The patient was concerned that if it did start to work it would be at the higher rate. The patient stated that they were never notified of the battery performance field action and that a pump failure could occur. The patient could not see their physician until next tuesday ((B)(6) 2016) for a surgical consult and needed medication. The patient didn¿t know when they were getting a new pump. The patient was upset on how the event was handled and had not been getting called back by their hcp in the expected time patient was thinking. The manufacturer representative reported on 2016-05-30, that the patient was placed on minimum rate and a patch. The patient was waiting on insurance approval, it was a workers compensation case and very complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.